Event description:
A us distributor reported that a patient's electrode belt coul not run incoming testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the ECG c&d cable was cut off. The root cause for the severed cable was physical abuse. No adverse event resulted from the damaged belt.